Manufacturer narrative:
Reliability analysis inspected 3 opened/used partial enlite sensors and performed visual inspection and found 1 of 3 insertion needles bent inside sensor base. 2 remaining sensors are missing needles. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Complaint against sen-serter.

Event description:
The customer reported via phone call that they experienced serter anomaly and blood at site. The customer's blood glucose value was 201 mg/dl. The customer stated that 2 sensors did not insert correctly. The customer reported that the needle hub was not removed from the sensor base before insertion process. The product was returned for analysis.